Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported a power on reset (por) message. The patient noted her therapy had been working and ¿just stopped working¿. The patient clarified that she noticed her stimulation stopped and she had a gradual return of symptoms. The patient stated she went to increase her stimulation intensity and could not do so with her patient programmer. The patient stated she tried changing the batteries in her patient programmer, but it did not resolve the issue. The patient clarified that she was seeing the por warning message on her patient programmer and reporting seeing the por warning message during the call. The patient was redirected to their healthcare professional (hcp). The patient noted their stimulation and therapy stopped, and they had a return of symptoms at least 3 months prior to the call. The patient noted the por began about a month ago. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp via a manufacturer representative (rep) during a clinical study (sdy). It was reported that the patient's loss of efficacy was dueto the low battery. They had increased leakage and was going through 5-7 pads per day. They increased the amplitude of their device and had programs changed, but that didn't help their symptoms. An interrogation showed their battery needed to be replaced. This was resolved, without sequelae, on (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was information was from the consumer regarding a patient on (B)(6) reported the circumstances that led to the power on reset (por), return of symptoms, and stimulation stopping was their device was gradually causing them problems. The patient noted they were changing the intensity, but could not do anything, they patient they got worried, so they called the manufacturer for help and was told the battery in their device was dead. The patient stated the steps taken to resolve the por warning message, return of symptoms, and return of symptoms and the stimulation stopping was they took several takes, tried to reprogram the device with no success. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from a consumer regarding a patient on (B)(6) reported their device was gradually failing and they could not change the setting. The patient stated the manufacture representative (rep) they were on the phone with said it looked like the batteries in the interstim device was dead. The patient was not sure if the battery depleted normally. The patient stated there was no circumstances that led to the problems with the device. The patient stated they saw a healthcare professional (hcp) in (B)(6) city and had an appointment with the hcp and rep on (B)(6) to review the while device and their remote. There were no further complications that have been reported as a result of this event.